Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: product ID: 4024-58 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced possible premature battery depletion due to high outputs on the left ventricular (lv) lead. The device was explanted and replaced and the lv lead was reprogrammed. No patient complications have been reported as a result of this event.